Event description:
The lay user/pt contacted lifescan in 2007 and alleged that his one touch ultra meter was reading inaccurately high. This complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged issue first occurred on fifteen days earlier at 2:30 am. He reported obtaining a result of 238 mg/dl and administered insulin based on a sliding scale. He woke up experiencing symptoms of being sweaty, dizzy, and thirsty and felt that he gave himself too much insulin based on the alleged high result. The pt did not have meter or supplies with him at the time of the call, and therefore troubleshooting could not be completed. This complaint is being reported because the pt alleged that he administered insulin based on the result obtained on the subject meter, and later experienced symptoms which can be suggestive of hypoglycemia. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.